Event description:
It was reported to bsc/target that the flowdirected catheter was advanced with support of the guidewire. A contrast leakage was found. The supplied microcatheter was introduced in the external carotid circulation in a patient. Introduction of the catheter was very well controlled. The withdrawal of the guidewire was uneventful and without resistance. After the removal of the guidewire the contrast injection initially possibly was against slightly higher resistance than normally but contrast exited the tip of the catheter in a way that did not seemed too abnormal. At the second contrast injection reporter increased the pressure slighly and suddenly reporter felt a slightly lessened resistance. Reporter then realized that contrast was coming from outside the image intensifier. Further control showed contrast coming from the guiding catheter and the obvious explanation was a rupture of the microcatheter. The catheter was after that withdrawn and the rupture confirmed at the most proximal part of the distal soft part of the microcatheter."